Event description:
It was reported ongoing occlusion alarms occurred. Reportedly, the customer was using cold insulin and was using u-500 insulin, tandem technical support educated the customer this is considered off label insulin use per the tandem user guide. The customer continued to use the pump for insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
Per the tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.